Manufacturer narrative:
Continuation of d10: product ID wr9200. Product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for a few months now, they have been having a hard time recharging the patient's implantable neurostimulator (ins) . Caller reported that the recharger would keep beeping like it was finding the ins and they would be able to intermittently charge the ins until 50% but would stop there because the patient would be annoyed by the beeping sound of the recharger. Caller also mentioned that they would notice that for quite a few times now, the therapy would turn off by itself even when the ins battery would still be at 50%. Caller stated that sometimes they would notice that the patient's symptoms would come back and when they go to check the therapy, they would see that it would be off, and they do not know why the therapy turns off by itself. Caller stated that the patient did not have any recent falls lately and the patient was not exposed to emi. Caller also stated that the recharger would not cause any error tones or show any error messages on the handset. Agent reviewed that the recharger seemed to be working as exp ected. Agent redirected patient to their hcp to further address the issue. Caller stated that they were at their patient's hcp yesterday for botox.